Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that the cx3 sample probe on the cx9 instrument was leaking. Customer technical support (cts) advised customer to wear personal protective equipment to troubleshoot the issue. Customer stated that the probe fittings and ecam are tight, but ratio pump chamber 1 and 2 are full of bubbles. Customer primed ratio pump 10 times to clear bubbles, however, the probe continued to leak. Cts generated a service request. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and removed the clot detector. Customer was going to run the instrument with the cx3 side clot detection off. Calibration was performed and quality control was tested and the results were fine. Repair was verified per established procedures. No further issues were reported.